Event description:
It was reported that the system 9800 was producing poor image quality. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The image intensifier focus was adjusted to correct image quality. In performing normal maintenance functions it was discovered that the remote user interface had malfunction that did not make the system non-operational. The customer was informed of the expense to effect repairs. Otherwise the system was tested and found to be working as intended and placed back into service.